Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, it was noted that the right atrial lead had exhibited low pacing impedance in the past. Programming changes were performed at some point to resolve the issue. The physician elected to continue to monitor the lead. The patient was in stable condition.